Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest. It was alleged that the event occurred due to administration of the product during dialysis treatment.